Event description:
It was reported that a patient was implanted with an advance urinary incontinence sling device. After implantation, the patient was reported to have worsened urinary incontinence. Subsequently on (B)(6) 2014 patient was implanted with an alternative continence device, outcome was "excellent". No further patient complications have been reported.